Event description:
It was reported that the bd micro fine¿ + pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from japanese to english: the user reported as follows: on the day of administration, the user attempted to inject a fourth 0.5 mg dose, but the dial of insulin pen did not turn to 0.25 mg.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. A functionality test was carried out on the returned sample and no issues observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro fine¿ + pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from japanese to english: the user reported as follows: on the day of administration, the user attempted to inject a fourth 0.5 mg dose, but the dial of insulin pen did not turn to 0.25 mg.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.